Event description:
The customer reported the spo2 cuts out. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The response service engineer (rse) instructed customer on finding the software version of the m3001a. The rse explained to the customer that the issue is likely not related to software incompatibility as he would see an inop message indicating this. Additional information was not provided by the customer so the reported problem could not be confirmed. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened.